Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection observed the strain relief was detached from the luer. The strain relief/luer was not returned with the catheter due to this the flow test was not able to be performed. Microscopic inspection observed an issue with the adhesive between the parts from the separation of the strain relief. Boston scientifics investigation determined the strain relief was detached from the luer.

Event description:
It was reported that luer damage occurred. Prior to an atrial fibrillation ablation procedure, during preparation of the 31mm farawave catheter the connection of the flush port and luer was damaged. Due to the damage there was no way to ensure the continuous flush line was free of air ingress. The procedure was completed with a new 31mm farawave catheter. No patient complications were reported.

Event description:
It was reported that luer damage occurred. Prior to an atrial fibrillation ablation procedure, during preparation of the 31mm farawave catheter the connection of the flush port and luer was damaged. Due to the damage, there was no way to ensure the continuous flush line was free of air ingress. The procedure was completed with a new 31mm farawave catheter. No patient complications were reported. The catheter has been received for analysis.